Event description:
It was reported that high impedance measurements were observed on the right lead extension following a revision procedure to replace the implantable pulse generator (ipg) due to normal end of life. The patient was admitted to the hospital and underwent another revision procedure the following day where the right lead extension was disconnected and then reconnected. The high impedance measurements were resolved, and the patient did well postoperatively.